Event description:
The lay user/pt contacted lfs in 2009 alleging that the threads on her lancing device was stripped/damaged. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned on the evening of two days prior, she attempted to test her blood glucose; however, the lancing device was broken. The pt was not tested on another device. The following morning, the pt reportedly felt weak and had a jittery feeling. She then ate some food and felt better after self-treatment. The pt did not seek any further medical attention or contact her physician for assistance. The lancing device is not a new product (out of box). Customer care advocate (cca) sent the pt new lancing device. It would have been helpful to know exact symptoms and have the pt explain what she meant by having a "jittery feeling". The complaint is being reported since the pt reportedly exhibited feeling "jittery" which is suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.